Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, after advancing a hi-torque (ht) command es guide wire via right femoral access past a moderately calcified lesion in a right tibial artery, a non-abbott balloon catheter was advanced over the ht command toward the lesion with no force applied, but became stuck during the advancement. As the balloon catheter was also unable to be retracted over the ht command, both devices were withdrawn from the anatomy as a single unit. A spartacore guide wire and a non-abbott guide wire were used successfully with an armada balloon catheter to complete the procedure. There were no adverse patient effects. While this issue caused a delay, it was not considered to be a clinically significant delay. No additional information was provided.